Event description:
It was reported by the physician that the patient called to report hearing alert tones. The patient didn't want to go to the ER to get the device checked because of a holiday. Follow-up with the physician office revealed that the patient did not show for any appointments, and the patient died three days after the physician called to manufacturer technical services. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 6-sep-2010. Of note, the reportable malfunction and/or serious injury for unknown alert tones is normally submitted via a bimonthly medwatch report submission that would have been due on 10-dec-2010. Information was subsequently received on 24-nov-2010 and revealed patient died on (B)(6) 2010. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.